Manufacturer narrative:
Follow-up #1 date of submission 04/21/2015-device evaluation:the pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings:a review of the pump black box data revealed that information from the event date had been overwritten due to continued use. The pump was exercised for 24 hours with no duplicated call service alarms. The pump case was removed, and no internal damage or moisture was found. The complaint was not duplicated. A battery cap was not returned with the pump; a test cap was used to complete investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no allegation of an adverse event with this complaint. Customer support has attempted to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a call service alarm issue.